Event description:
It was reported that the patient was in the ICU for an unrelated reason. The device was found to be in hardware reset mode with no defibrillation therapy available. It was unknown if the patient had been seen for regular device checks. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Upon receipt the device could not communicate with a programmer due to low battery voltage. Based on default parameter settings, a longevity calculation was performed and was found to be within the expected limits. The device was tested on the bench and using automated test equipment, and no anomaly was found. The field reported event of hardware reset is believed to be due to low battery voltage.